Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: not applicable as lens was not inserted and removed in the same procedure. Section d6b: if explanted; give date: not applicable as lens was not inserted and removed in the same procedure. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to gather more information but no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient demonstrated poor cooperation, resulting in failure of the initial implantation attempt. The intraocular lens was removed and reloaded. During reinsertion, the anterior haptic was damaged during injection. Therefore, the intraocular lens was replaced with a new one. There was no delay in treatment or other interventions reported. No further information was provided.